Event description:
Patient reported "condition after augmentation mammoplasty. Fibrocystic mastopathy of the left breast". Conclusion of consultation of oncologist states "intracapsular tear of left implant" this record relates to left side. Device has been explanted.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.